Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
Evaluation summary: operative notes were returned and translated to english. The primary operative notes state that the procedure was difficult because of the patient's obesity. Complete synovectomy and extensive resection are noted, as well as muscle contractures. Acetabular roof defects are also noted. Revision operative notes state that acetabular loosening was verified radiologically and clinically. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history, with the information provided, a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.